Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, h6.

Event description:
Patient reported left side "pain". Healthcare professional reported "capsular contracture" and "prothesis was burst and leaked into the chest". Healthcare professional later reported "the upper part of the implant was ruptured, and there was significant capsule formation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left side "pain". Healthcare professional reported "capsular contracture" and "prothesis was burst and leaked into the chest". Healthcare professional later reported "the upper part of the implant was ruptured, and there was significant capsule formation". Device has been explanted and replaced.